Event description:
It was reported the right ventricle (rv) lead exhibited noise with noise reversion episodes. The rv lead will be monitored. The patient was stable.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported the right ventricle (rv) lead exhibited noise with noise reversion episodes. The rv lead will be monitored. The patient was stable.